Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "b30" occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure, a gastroscopy, was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Event description:
The procedure was not delayed for more than 15 minutes. The patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and the event. Section b5 was corrected to include additional details of the event that were inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.